Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device would turn on and would not cut off.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: will not cutoff. Probable root cause: "probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. The alleged failure mode will be monitored for future reoccurrence. Mfg date: 04/29/2016. (B)(4).

Event description:
It was reported that the device would turn on and would not cut off.